Event description:
Pt was brought to cath lab for arthrectomy of left superficial femoral artery. The crosser catheter (arthrectomy device was utilized in the left superficial femoral artery. Catheter tip broke off. A piece of the crosser catheter, appeared to be in a small branch, and it was not flow-limiting. Unable to retrieve broken catheter tip. Piece was left in pt. Distal approx 25 cm broken off. Piece of retained device/wire viewed on fluoroscopy in a peripheral branch outside the main lumen of the distal sfa/popliteal artery.